Event description:
As reported by the user facility: clip did not engage at the end of stylet, activated along shaft. Nurse placed stylet in packaging. Technician sustained needlestick when cleaning up after insertion complete. Occurred in emergency room. Add'l info provided by the facility's occupational health coordinator indicated the nurse started the i.v. In the emergency room and set the needle on the bedside table. The critical care technician came along and put the used needle inside the packaging and rec'd a needlestick when picking up the packaging. It is not known if the clip initially covered the needle tip before it was laid down. The employee involved in the incident rec'd all protocol bloodwork testing and all results are negative. The entire ER personnel and the ER manager were in-serviced by the occupational health coordinator, on the proper disposal of the needle. The actual needle was discarded and not available for eval. However, the facility will return another unused sample from inventory of the same lot that was tested and the clip failed to cover the needle tip when the needle is activated.

Manufacturer narrative:
The actual introcan safety needle involved in the reported incident was discarded and was not made available to the MFR to be evaluated. However, one rep 22 ga needle sample from the same lot, randomly picked from inventory and activated by the staff, was returned to the MFR for eval. As reported by the facility, the clip was located on the shaft of the needle and did not cover the needle tip when the sample was activated. The long arm of the clip was pushed off the side of the needle. The catheter was not returned. The returned needle was not used on a pt and did not involve a needlestick. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It has been reported that the nurse laid the needle down on the bedside table and the critical care technician came along and put the needle in the packaging and was stuck when picking up the packaging. It is possible that the needle clip was somehow manipulated and exposed the needle during cleanup, resulting in a needlestick. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The rep sample and all available info has been provided to the actual MFR for eval.